Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that the balloon was difficult to remove and a blade was lifted. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was stuck. The physician needed a semi-compliant balloon to get the balloon out. After removal, it was noticed that one of the blades of the cutting balloon was out. The procedure was completed with a different device. No complications were reported and the patient was stable post procedure.